Event description:
During the procedure, dr. Used the drill bit to drill a hole into the left heel. Unintentionally, the tip of the drill bit broke into a few pieces inside the heelbone. Dr. Extracted the pieces out manually using available surgical instruments.